Manufacturer narrative:
Additional information received reported that the patient had no complications and "is doing fine." Relevant labs/tests: ldh was 272 on (B)(6) 2015 then 1564 on (B)(6) 2015. He also had increase in flow and power on device. + coke colored urine, and slightly volume overload by his cardiomems device. Target inr was reported as "in appropriate range." Plasma free hgb was 110 medical history: pre-implant pulmonary disease; history of atrial arrhythmia; large bmi. The pump was returned to the manufacturer for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification, but failed visual examination. Visual inspection revealed surface abrasions on the lower housing ceramic disc and matching inferior surface of the impeller. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathological examination revealed a loosely-arranged fibrin on the impeller surface. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power can be attributed to thrombus formation or ingestion within the device. Although no definitive conclusion can be made, clinical factors and patient comorbidities may have contributed to the event with no indication of any device performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received via the ventricular assist device (vad) coordinator that the patient called in with elevated calculated flows 9 liters per minute, elevated power at 5.5 watts that climbed to 8.5 watts and eventually 11 watts. The patient had elevated ldh and hemoglobinuria. An emergent pump exchange was performed. The patient is stable in the ICU post-operatively.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The patient manual outlines actions to take in response to high power alarms. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.